Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was being replaced due to normal battery depletion. During the procedure, it was noted the rv configuration was off label. The right ventricular (rv) and left ventricular (lv) leads were connected via an adaptor and plugged into the rv port. It was noted the rv configuration was unipolar and the right atrial (ra) configuration was bipolar. It was not known why the rv configuration was programmed unipolar. Technical services reviewed the implant form for this pacemaker, and no programmed parameters were listed. Additional information was received that, when the new pacemaker was implanted, the rv was programmed to a unipolar configuration. No issues were noted. The rv was then programmed to a bipolar configuration, and noise, oversensing and pacing inhibition were observed, which resulted in asystole of greater than two seconds. The rv was then immediately programmed back to a unipolar configuration. No further issues were noted. The representative discussed this was likely the reason why the rv was initially programmed to a unipolar configuration. The representative discussed there may be a possible lead insulation issue, however; this was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.